Event description:
From surgeon's procedural notes: specimens: port-a-cath. Secondary specimen dense fibrinous tissue removed from around catheter. Intraoperative findings: 6 french for port-a-cath adherent to subcutaneous tissue via dense fibrinous deposits around entire subcutaneous length of catheter. Indications for procedure: conclusion of chemotherapy for glioma constituting removal of port-a-cath. Procedure in detail: upon visualization of the port-a-cath hub, a fibrinous capsule was noted and necessitated further electrocautery usage to remove. After opening of the capsule and release of the port-a-cath hub, the port reservoir and hub readily delivered out through the incision. The catheter was inspected and noted to have dense fibrinous tissue surrounding the catheter along its entire subcutaneous length (which was approximately 8 cm long). Using a mixture of blunt dissection, tenotomy scissors, and a 15 blade scalpel, that dense fibrinous tissue was either removed, cut or opened up from the catheter, in order to release it from those adhesions. The surface of the catheter that was in the subcutaneous tissues was not smooth in character. A second counter incision was necessary in order to visualize the rest of the catheter. This counter incision was placed approximately 3 cm superior to the initial incision and measured approximately 1.5 cm in length. A 15 blade was used to make this incision, it was used to get through the epidermis and dermal layers. Electrocautery was then used to get to subcutaneous tissue layers. Blunt dissection was utilized to identify the location of the proximal catheter. At that time it was realized that those dense fibrinous adhesions surrounding the catheter circumferentially in its entirety all the way up to below the clavicle. After careful and prolonged dissection utilizing a 15 blade, electrocautery, tenotomy scissors, and blunt dissection the proximal catheter was able to be released. The entirety of the dissection took approximately 45 minutes due to the piecemeal fashion (literally millimeter by millimeter dissection) that the fibrinous adhesions had to be separated out from the catheter. Superficial vessels were cauterized with electrocautery as they were noticed. After tedious dissection the catheter was able to be removed with the patient lying fully supine. Pressure was held on the subclavian vein for approximately 7 minutes prior to releasing pressure. At that time hemostasis appeared to be achieved.